Manufacturer narrative:
The device was not returned for evaluation. A review of the log files indicates that there was no device malfunction. The cycler alarmed as designed and intended, presenting alarms consistent with clotting. Treating without anticoagulant therapy and disconnecting during treatment are known risk factors for clotting. Continuing to treat in the presence of clotting is a known cause of hemolysis and identifies the root cause of the patient¿s symptoms and subsequent diagnosis. The details of the patient¿s rinseback procedure prior to disconnecting to use the bathroom could not be confirmed. The nxstage system one user guide provides information for rinseback and disconnection during treatment if needed. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received that a (B)(6) male patient with sleep apnea was hospitalized for abdominal pain and hematuria on (B)(6) 2016, the morning after completing a hemodialysis treatment at home. Approximately 3 hours into treatment the patient had disconnected for 27 mins to use the bathroom. The patient noted that he had been treating without anticoagulant due to not starting his regular continuous infusion heparin pump. He subsequently administered a heparin bolus and continued to treat for about an hour. During this time the patient experienced multiple alarms and pressure changes consistent with clotting. The patient was diagnosed with hemolysis and discharged in stable condition on (B)(6) 2016.